Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-08051. It was reported that stent dislodgment occurred. The target lesion was located in the diagonal branch. A 2.50 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be flared. Another 2.50 x 8 synergy ii drug-eluting stent was then advanced. However, when deployment was attempted, the stent came off the stent delivery system and had to be snared for removal. The procedure was completed by only performing balloon dilatation. No patient complications were reported and the patient's status was fine.